Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The lens was removed with no pt injury. Additional info has been requested, but to date none has been forthcoming. If add'l info is rec'd, a supplemental medwatch will be sent. This is one of four lenses used on this pt - see MFR report # 2023826-2006-01781, # 2023826-2006-01782 and # 2023826-2006-01784.

Manufacturer narrative:
H6: evaluation codes: results - (other) visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusion - (other): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.